Manufacturer narrative:
(B)(4). The device history review for the product weckvista access balloon port 10mmx70mm, lot number 73g1500025 investigations did not show issues related to the complaint. The device has not been returned to the manufacturer for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: once the trocar was put in place, the camera had been inserted into the trocar, while manipulating the camera in order to place other trocars, the balloon burst. The patient's condition was reported as fine.